Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 32 mg/dl, 40 mg/dl and 56 mg/dl. Customer treated it with the juice and food and then blood glucose went high to 73 mg/dl. Customer stated that, she did have lows during the day but she was very active yard working picking heavy plants. The drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. Customer reported that, the programming is inaccurate. Performed displacement test which was passed. The device is not expected to be returned for analysis.